Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The service engineer (se) inspected the device and replaced the power switch overlay, user interface to power management cable and the power management printed circuit board assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated a alarm light emitting diode (led) failed error message. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.